Event description:
On (B)(6) 2014: three stents were implanted to rs: cdt2212 / (B)(4), cdt2210 / (B)(4), and cdt2208 / (B)(4). First stent was implanted somewhat closer to anus (not converting the targeted lesion) because of the stent deployment difficulty I reported to you previously. Cd2210 was then applied to the stricture, but the length was not enough to cover it. So, the third stent (cdt2208) was also implanted in between the first and the second stent. On (B)(6) 2014: pt complained of an acute stomach ache. Perforations were admitted. Stent edges (3-4 spots) perforated through gut tract. Emergency operation/laparoscopic colectomy (rs) was taken on the same day. Reportedly, this pt was treated with chemotherapy right after the stent implantation. Avastin was used; however, this physician was not aware of the reported side-effect of avastin: possibility of increasing perforation risks.

Manufacturer narrative:
We manage all of potential complications regarding use of stent based on clinical eval report. In the case of perforation, it was found by clinical eval, and the risk of this complication is controlled by risk management report. It was confirmed by reviewing the device history record of the device that there was nothing significant, that it was manufactured normally. We are monitoring such complications continuously. This report is a retrospective report due to a FDA foreign inspection warning letter. Perforation from patient's condition is one of well-known side effect. For this issue, it is documented in the product's user manual. However , the suspected device is not registered to us FDA and it has not been shipped into the us. For "a. Pt info", we, taewoong and our dist could not get more detail pt info because the hosp did not open the pt info such as "2. Age at time of event", "date of birth", "3. Sex" and "4. Weight".